Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (b)(6 caucasian female patient who underwent breast augmentation revision with a 175cc mentor smooth round moderate profile saline breast prosthesis, experienced difference in breast implant size and deflation of the left side, which was found during surgery. As a result, the patient underwent bilateral removal and replacement with two 450cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
On 4/5/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 4/8/2019, mentor became aware that the returned device and its lot number is the correct suspect medical device. The lot number is 6807325 and sn: unknown. On 4/8/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 4/10/2019, mentor also became aware that the correct replacement devices were the following: (left) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 7331194 sn: (B)(4) and (right) 175cc mentor smooth round moderate profile saline catalog: 3501620 lot: 7306691 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that in addition to the left side deflation, the patient was also diagnosed with undesirable appearances of both breasts and ptosis and as a result, underwent, in additional to the bilateral explantation, bilateral revision mastopexy. The right breast ptosis was reported under (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/6/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a tear was observed on the posterior aspect measuring approximately 0.3 cm. Microscopic examination was performed. No evidence of instrument damage was observed. The complaint was confirmed since a tear was found on the device. However, at this point it is not possible to determine the root cause of such damage. According to the IFU, there are some risks that may occur with breast implant surgery like deflation/leakage. A manufacturing record evaluation was performed for the finished device number 6807325, and no non-conformances related to the reported complaint condition were identified. No further investigation will be conducted on this complaint due to external cause. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).